Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer reported the insulin gauge initially reported a fill estimate of plus or minus 60 then changed to plus or minus 110. Tandem technical support educated the customer that the pump does not display negative values; however, the customer maintained that the pump displayed negative values. Review of the pump data logs showed that the insulin gauge displayed a value of 105 units, and remained static, before the insulin gauge began to decrease as expected. Additionally, it was confirmed that the pump was not displaying a negative insulin gauge value. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.